Manufacturer narrative:
Follow-up #1: date of submission 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, the time /date reset to default allegation was duplicated during investigation due to a component failure. The investigation confirmed the non-reportable time/date reset allegation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the time and date reset when the battery was removed from the pump for less than 12 hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.